Event description:
The facility a fail code 500. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding attempted contact information. The were not available regarding additional contact information. The hospital representative stated that there was no patient injury or medical intervention associated with this report.